Event description:
#Medwatcher #(B)(4). Excruciating pain in ovaries, unable to eat, sleep and/or manage pain with over counter medicine, severe abdominal bloating. Pain lasted x 2 weeks with pain averaging between 4-5 on first day... Up to 6/10 after 5 days resulting in ER visit with ultrasound performed, follow up surgeon appt. With another ultrasound performed to gradually wearing off until there was no pain at all. Everything was fine and approximately 6 months later same experience, except pain lasted over a period of 3 months. Most recent episode (B)(6) of 2016, prompting x2 ER visits with same symptoms. At the time of onset, 6 months post op uterus ablation with tibial ligation using filshie clips. No other prior medical conditions except high blood pressure managed by medicine. During all episodes, I was unable to work, take care of my child, drive, manage household and/or take care of myself. I currently am constantly bloated, have developed multiple bacterial infections identified in urine and decrease in sexual life.